Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that the stylus and cursor were not aligned, and the connection between the overlay and the xy board was reseated and the stylus calibrated to resolve. The hard drive was reconfigured and the software reloaded and updated. The programmer then passed final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the programmer was returned for service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the stylus pen on the programmer was too far off to the left. When attempting to get the calibration tool, the user was unable to click on the programmer icon. The programmer is expected to be returned for service. There was no patient involvement.